Event description:
It was reported the pt experienced a shocking sensation from his scs system with all of his programs. An sjm representative met with the pt and verified all impedances were normal and reprogrammed his system. The sjm representative also turned off the pt's magnet mode. It was later reported that the reprogramming and turning off the magnet mode was unsuccessful. An x-ray has been ordered to check the lead position. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.